Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, this pulse generator was implanted, explanted, and then re-implanted due to complications with the right ventricular lead causing a perforation. No additional adverse patient effects were reported. This device remains implanted and in service.